Event description:
It was reported that an 8596sc catheter was added because they discovered part of the pump segment was sheared on the existing uncut 8709 catheter during a normal battery depletion pump replacement procedure. The cause of the shearing was unable to be obtained. No symptoms were brought to the device manufacturer representative¿s attention. It was then reported they were trying to aspirate the existing catheter but are not getting much¿. It was further reported the existing catheter wasn¿t patent. It was confirmed they had replaced the pump segment of the catheter but still weren¿t getting csf (cerebrospinal fluid) so they were going to replace the spinal segment as well. The issue resolved after the catheter replacement and the patient was noted to be receiving therapy. The device system was used to currently deliver an unknown type baclofen but the new medication was noted to be gablofen.

Manufacturer narrative:
Product ID 8709sc, lot# n133622004, implanted: 2008 (B)(6); explanted: 2014 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was also taking clonazepam (0.5mg) orally twice a day. The patient had a history of a traumatic brain injury. The patient was not experiencing any signs or symptoms at the time of the event. It was stated that the issue was due to the catheter not detaching and then reattaching well. The issue reportedly resolved with the catheter replacement and the patient was receiving therapy.